Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have a blank screen display after battery cap change. Customer's blood glucose was unknown. Troubleshooting was performed and customer was advised to allow pump to rest for 2 hours without a battery and to call back. Customer called back 2 hours later to advise that display screen was still blank. Customer's blood glucose was 108 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Findings: unit passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Pump received with normal operating currents. Pump monitored for several days and no blank display noted. The battery tube connector plugged in properly to during visual inspection. Pump received with minor scratched lcd window, scratched case, pillowing keypad overlay and cracked case behind the pump near the battery tube compartment. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.